Event description:
It was reported that the surgeon was unable to place the 2-hole keyed vhs plate over the 95mm lag screw. The lag screw was removed and replaced with an additional lag screw. The surgery was completed as planned.